Event description:
Thoracentesis catheter used on pt for chest pain and hilar mass. Catheter was put in without any problem. When the catheter was removed approx 1 1/2" was missing. It was removed from the subcutaneous area in the operating room under local anesthesia without complication. Two catheters were used. One remained intact and one was broken. Rptr does not know which lot number was involved.